Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported an error code occurred during the procedure. An angiojet® solent¿ omni catheter was being used in the lower extremity superficial femoral artery (sfa). During aspiration a check saline supply error occurred and the catheter stopped working, the physician tried to reset the device but the error code kept occurring. The device was exchanged with a new catheter to complete the procedure. No patient complications were reported and the patient was fine.